Event description:
The clinician inserted the catheter and received a blood return, applied pressure to the top of the catheter, pushed the button and heard a click, however, the needle must not have fully retracted as she got stuck in her left thumb. The pressure of the needle sticking in her thumb caused the needle to retract the rest of the way.

Manufacturer narrative:
The sample is not available for the investigation. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)